Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced stair tread/tracks descends/ascends too fast. There was 1 event with patient involvement: the patient experienced unknown.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The 4 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found. Section h codes have been updated.

Event description:
There was 1 event with patient involvement. It was originally unknown, but more information was received and the patient sustained a bruise and experienced pain.